Manufacturer narrative:
No patient information provided to date. Medicine/therapy name: hydromorphone, insulin, pipercillin, ceftriaxone, vancomycin, heparin, pantoprazole. Report source: other: medwatch mw5096760.

Event description:
Per mw5096760: "four days later the same incident occurred. The patient (patient 2) was taken off the anesthesia ventilator and bagged. The ventilator was restarted and the flow was back to normal. The case was completed without incident. Prior to transfer from the operating room to the recovery room, the monitor screen on the anesthesia ventilator shut off and a portable ventilator was used to transport the patient to the recovery room. The patient (patient 2) remained stable. The anesthesia ventilator was taken out of service and the manufacturer was notified."